Event description:
It was reported that the patient experienced continuous low voltage alarms; it was noted that the patient was outside in the sun when the alarms occurred. It was also noted that alarm was not silenced when the silence alarm button was pressed. The patient reported their system controller and battery were hot to the touch. The patient went into the shade and the alarm subsided. Log file analysis did not capture any unusual events, and the recorded system controller temperatures were within normal operating conditions between 41 and 47 degrees celsius. The recorded battery voltages were also within normal range. Related controller MFR #: 2916596-2023-05691.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms and the battery overheating was not confirmed. A review of the submitted event log file spanned approximately 3 days ( (B)(6) 2023 to (B)(6) 2023 per time stamp). The controller temperature ranged from 41 to 47 degrees c which is within specification. The silence alarm button pressed event was constantly active on (B)(6) 2023 from 13:39:19 ¿ 13:42:02 but there was no temperature increase nor alarm active during this time. The battery voltages were within normal range. There were no notable alarms active in the log file. The 14v li-ion battery was not returned for analysis and remains in use. Per the provided information, the root cause of the reported alarm was due to products being exposed to the hot sun; however, this could not be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the battery being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. A) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage alarms. Heartmate 3 instructions for use (rev. A) section 3-¿powering the system¿ cautions the user to store 14v batteries within approved temperatures: 14°f to 104°f (-10°c to 40°c). It states to not use in temperatures that are below 32°f (0°c) or above 104°f (40°c) or the battery may not work suddenly. No further information was provided. The manufacturer is closing the file on this event.